Manufacturer narrative:
Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 11:30am on (B)(6) 2023. The facts indicate that a user did not complete manual replacement of the reagent in bottle 6 (ethanol) in accordance with the manufacturer instructions detailed in the section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss". Bottle 6 (ethanol) was not in contact with the corresponding sensor for 2:30 minutes from 11:27am on (B)(6) 2023, which is sufficient time to replace the reagent in this bottle in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual entitled <replacing reagents-manual>. However, the variance between the ethanol concentration measured in bottle 6 using a hydrometer of 65% and that calculated by the instrument software of 100%, which was based on the user inputs at 11:30am on (B)(6) 2023, indicates that a use error occurred during replacement of the reagent in bottle 6 (ethanol). The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first processing step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 6 (ethanol) with a measured ethanol concentration of 65 % was used for the final dehydration step of both the "factory 2hr xylene standard biopsy/wax" protocol started in retort a at 17:38 on (B)(6) 2023 and the "factory 12hr" protocol started in retort b at 17:38 on (B)(6) 2023, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum ethanol concentration required for use in the final dehydration step of a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the instrument logs and the information available found that the instrument functioned as designed during execution of both the "factory 2hr xylene standard biopsy/wax" protocol, which started in retort a at 17:38pm on (B)(6) 2023, and the "factory 12hr" protocol, which started in retort b at 17:38pm on (B)(6) 2023, from which sub-optimal processing of patient tissue samples was reported by the complainant.

Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and the following information was documented: "overprocess tissue on 2 and 12 hour run. Both retort affected. No error prompted unit ran to completion. Bottle 6 changed prior to starting a run". On (B)(6) 2023 the assigned leica field applications specialist-core histology, mid-atlantic (fas) visited the customer site and documented that the patient tissue samples exhibiting sub-optimal processing were derived from two (2) tissue processing runs detailed as "factory 12hr and factory 2hr xylene standard biopsy/wax" with 30 cassettes processed in the 12hr protocol and 50 cassettes processed in the 2hr protocol; the protocols were executed in either retort a or retort b with the start/end time and date of the affected tissue processing runs was "(B)(6) 2023 5pm end time"; the tissue types of the affected patient tissue samples were "all tissue types"; the sizes of the affected patient tissue samples were "2mm-5mm" respectively and the affected patient tissue samples were re-processed using a "peloris re-process custom protocol". The fas also document the following additional information regarding the circumstances involved in the complaint: "the customer experienced a failed run after changing bottle #6. The customer was supposed to replaced [sic] bottle 6 with 100% etoh but the hydrometer reading was 65%. The customer reported experiencing an issue like this in the past and did not check the density of the reagents before changing the instrument. In the past after changing the reagents, the instrument worked well. The maintenance chart reflects that bottle 6 was changed on (B)(6) 2023". On (B)(6) 2023, leica biosystems melbourne received information from the assigned local leica field applications specialist-core histology, mid-atlantic that the tissue samples from all patient cases involved in this event were diagnosable. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.